Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device exhibited post-sensed t-wave oversensing on the ventricular channel. Programming changes were recommended, and the device remains implanted.